Event description:
During a right total hip replacement revision, a small metal tip broke off a cement removal device while the physician was removing cement from the femoral canal. The tip was very small, < 1 mm. The intra-operative x-ray did not reveal a small metal piece. It is believed that the tip was retrieved by suction into a suction device. No injury. Follow up: staff were reminded to check equipment for patency before use.